Event description:
Device malfunction: device #4 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture was broken when the physician pulled out the needle. A second, third and fourth proglide device were used with the same results. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: part #12673-05, lot#80044-6h indicated is being filed under medwatch MFR number 2953144-2010-00001. Device#2: part#12673-05, lot #80044-6h indicated is being filed under medwatch MFR number 2953144-2010-00002. Device #3:part #12673-05, lot#80044-6h indicated is being filed under medwatch MFR number 2953144-2010-00003. The device is expected to be returned for evaluation. It has not yet been received.